Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00712. It was reported that the patient experienced ineffective therapy due to their leads migrating. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their drg system explanted.